Manufacturer narrative:
(B)(6). The medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set leaked when attached to the cassette. The physician's order was to  mix 26ml remodulin with 74ml diluent in the cassette and infuse continuously - change cassette every 48 hours. The issue occurred while in use with a patient . The patient received the remaining life sustaining infusion by switching to a backup pump and different tubing. There was no reported adverse event. See MFR 3012307300-2019-04944 for the report on the pump, 3012307300-2019-05038, 3012307300-2019-05039, 3012307300-2019-05040 for the reports on the leaking extension sets.